Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In the beginning of (B)(6) 2021 to (B)(6) 2021, the patient was hospitalized and decided to discontinue duodopa therapy due to recurrent gastric irritation and fluctuations. It was unclear if the patient experienced gastric ulcers and gastric irritations. It was unknown if the gastric ulcers or irritations were pre-existing or occurred after duodopa tubing placement. On (B)(6) 2021, duodopa tubing was removed on an outpatient basis and the patient switched to oral duodopa therapy.